Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 19715096/19825115, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead revision procedure and was doing well postoperatively.